Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spinal cord stimulator removal procedure, two needles popped off the thread. A third suture was used to complete the procedure. There was no patient injury.